Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three weeks after the implant procedure, the implantable cardiac monitor (icm) migrated out of the patient due to the patient ¿twiddling¿ with the device post implant. The icm was explanted. No further patient complications have been reported as a result of this event.